Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported. This lead has not been returned.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to an infection. No additional adverse patient effects were reported. This lead has been returned. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Manufacturer narrative:
Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. The returned device was thoroughly inspected and analyzed upon receipt at outpost market quality assurance laboratory. Visual examination of the device leads portion noted no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to an infection. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to an infection. No additional adverse patient effects were reported. This lead has been returned.